Event description:
During a cardiac procedure the patient went on cpb without incident. Air was noted in the venous resevoir and handled by the purge line. There was no problem with the blood volume. The m.d. Identified a 2/3 circumferential tear in the dual drainage venous return cannula. The cannula was replaced and the patient is reported doing well.